Event description:
This lead was implanted on (B)(6) 2002 and still remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). A call to technical services on 1/28/2013 10:10:46 am states that the rv pace impedance was >2000 ohms. The threshold was ok and sensing was fine. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).